Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "removal of exposed breast implant."

Event description:
Patient representative reported left side "removal of exposed breast implant." The device has been explanted and replaced.